Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an adverse event was reported. The patient stated they were at the hospital for a family member where they experienced a low event. The patient thought the dexcom did not alert for the low; however, they realized that after the sensor warm up session, the sensor failed. The sensor was inserted into the abdomen on (B)(6) 2018. The patient indicated was treated with a glucose drip via intravenous (IV) therapy at the hospital and stayed in the hospital until (B)(6) 2018. The patient was released when they were in stable condition. No additional patient or event information is available.